Manufacturer narrative:
Disinfectant (i.e. Cidex opa) in accordance with its manufacturer's recommendations and therefore, most if not all microorganisms were eliminated from the device. Since infection results from the presence of microorganisms, additional testing to attempt to identify the source of infection is not feasible.

Event description:
As reported, the patient had developed a foot infection. The system was explanted prophylactically. This is a similar event MDR 2183787-2021-00047.